Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('intense chronic abdominal pain'), vaginal haemorrhage ('recurrent vaginal bleeding'), device breakage ('fragments in the minor pelvis compatible with essure') and device dislocation ('extra-cavitary left essure device, lodged in the uterine fundus to the left') in a 41-year-old female patient who had essure (batch no. A90485) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, c-section (2 caesarea), abortion and smoker (20 cigs/day). Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), vaginal haemorrhage (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("recurrent dysmenorrhea") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (device was removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, device breakage, device dislocation, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - on (B)(6) 2018: hb 15 gr/ dl htco 46%. Blood pressure measurement - on (B)(6) 2015: 150/99 mmhg. Blood prolactin - on (B)(6) 2021: 39 raised for a long time.. Computerised tomogram - on (B)(6) 2018: central subligamentous hernia in the disc of l4-l5, which imprints the anterior face of the thecal sac. Small central protrusion in the l5-s1 disc without significant intracanalicular repercussion. Cytology - on (B)(6) 2015: diagnosis satisfactory for cytological evaluation negative for intraepithelial lesion or malignancy reason for study: routine microorganisms: cocobacilli. Changes in flora suggestive of vaginal infection (vaginosis); on (B)(6) 2017: urine cytology: extension in monollayer without evidence of malignant cells in the materia indicted. Discreet inflammatory component. Clinical data: hematuria; on (B)(6) 2018: diagnosis: satisfactory for cytological evaluation negative for intraepithelial lesion or malignancy reason for the study routine screening microorganisms trichomonas vaginalis other non-neoplastic findings parainflammatorv reactive cellular chanqes (including repair); on (B)(6) 2018: negative for intraepithelial lesion or malignancy reason for the study: routine screening other non-neoplastic findings: inflammation; on (B)(6) 2019: cervical cytology: negative. Electrocardiogram - on (B)(6) 2018: patient who comes for EKG analysis and request for preoperative analytics EKG tracing apparently normal. Gynaecological examination - on (B)(6) 2014: exploration: external genitalia and vagina: no leukorrhea, minimal blood remains. Cervix: epithelialized, iud threads appear; on (B)(6) 2015: external genitalia: normal speculum: minimal hematic remains in the vagina, coming from the cavity. Heart rate - on (B)(6) 2015: 77 beats/min. Pathology test - on (B)(6) 2019: surgical pathology report clinical data: essures device carrier, cesarean section and removal. Laparoscopy: bilateral salpingectomy and removal of essures. Left uterine tube. Macroscopic description: 7 cm left uterine tube with the presence of level of the surgical margin of a swirled wire to the cut the device is removed with difficulty due to fibrosis around it. Macroscopic description right uterine tube 5 x 1.1 cm together with small device fragments separately. A longitudinal section of the tube and extraction a wire-type device is removed and significant fibrosis is observed at the level of the body of the tube. Diagnosis bilateral salpinguectomy in a patient with essures devices: fallopian tubes, with slight chronic inflammatory infiltrate and presence of serous paratubaric cysts without other alterations relevant histological. Normally essures devices inserted in both tubs.. Polymerase chain reaction - on (B)(6) 2021: pcr negative; on (B)(6) 2021: negative pcr (suspected covid). Pregnancy test - on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2015: negative; on (B)(6) 2018: negative. Spinal x-ray on (B)(6) 2015: rx-ray of cervical spine, patient has rectification of the physiological lordosis. Ultrasound scan - on (B)(6) 2014: "left essure with intramural portion visible. I did not identify intramural portion of right essure.; on (B)(6) 2014: control ultrasound: intramural portion of right essure is not identified.; on (B)(6) 2014: extra-cavitary left essure device, lodged in the uterine fundus to the left, probably in a subserious location.; on (B)(6) 2014: gynecological ultrasonography report anteverted uterus with normal insert lng-iud normally placed right essure device. Extra-cavitary left essure device, lodged in the uterine fundus to the left, probably in subserous location. Normal ovaries, without findings no free fluid seen in douglas; on (B)(6) 2014: hysterosalpinography: no evidence of passage of contrast into the abdominal cavity; on (B)(6) 2015: transvaginal: uterus in anteversion, mobile. No adnexal masses are palpable. Regular endometrium. Normal ovaries. No free liquid; on (B)(6) 2018: transvaginal ultrasound: uterus in anteversion with regular endometrium of 5 mm; normal left ovary, right ovary with simple cystic image of 30 x 20 mm; in the free liquid.; on (B)(6) 2019: soft parts ultrasound findings no significant ultrasound findings in the right armpit; on (B)(6) 2019: gynecological ultrasound: 79x47 mm anteverted uterus, 6 mm endometrium, normal ovaries, no fluid in douglas; on (B)(6) 2020: transvaginal ultrasound: normal uterus and ovaries, 5 mm endometrium, no visible tubes, no free fluid in douglas.. Urine analysis - on (B)(6) 2017: leucocvte. Nitrites: proteins: signs; blood:+. X-ray - on (B)(6) 2018: cervical spine / shoulder findings: none relevant; on (B)(6) 2018: fragments in the minor pelvis compatible with essure / foreiqn bodies with metallic density in the minor pelvis compatible with essure.; on (B)(6) 2018: woman 46 years old. Preoperative. Requested examination: chest x-ray. Findings no significant radiological findings. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('intense chronic abdominal pain'), vaginal haemorrhage ('recurrent vaginal bleeding'), device breakage ('fragments in the minor pelvis compatible with essure') and embedded device ('extra-cavitary left essure device, lodged in the uterine fundus to the left ,probably in subserous location') in a 41-year-old female patient who had essure (batch no. A90485) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, c-section (2 caesarea), abortion and smoker (20 cigs/day). Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), vaginal haemorrhage (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("extra-cavitary left essure device, lodged in the uterine fundus to the left ,probably in subserous location."), dysmenorrhoea ("recurrent dysmenorrhea") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (device was removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, device breakage, embedded device, device expulsion, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device expulsion, dysmenorrhoea, embedded device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - on (B)(6) 2018: hb 15 gr/ dl htco 46%. Blood pressure measurement - on (B)(6) 2015: 150/99 mmhg. Blood prolactin - on (B)(6) 2021: 39 raised for a long time. Computerised tomogram - on (B)(6) 2018: central subligamentous hernia in the disc of l4-l5, which imprints the anterior face of the thecal sac. Small central protrusion in the l5-s1 disc without significant intracanalicular repercussion.. Cytology - on (B)(6) 2015: diagnosis satisfactory for cytological evaluation negative for intraepithelial lesion or malignancy reason for study: routine microorganisms: cocobacilli. Changes in flora suggestive of vaginal infection (vaginosis); on (B)(6) 2017: urine cytology: extension in monollayer without evidence of malignant cells in the materia indicted. Discreet inflammatory component. Clinical data: hematuria.; on (B)(6) 2018: diagnosis: satisfactory for cytological evaluation negative for intraepithelial lesion or malignancy reason for the study routine screening microorganisms trichomonas vaginalis other non-neoplastic findings parainflammatorv reactive cellular chanqes (including repair); on (B)(6) 2018: negative for intraepithelial lesion or malignancy reason for the study: routine screening other non-neoplastic findings: inflammation; on (B)(6) 2019: cervical cytology: negative. Electrocardiogram - on (B)(6) 2018: patient who comes for EKG analysis and request for preoperative analytics EKG tracing apparently normal. Gynaecological examination - on (B)(6) 2014: exploration: external genitalia and vagina: no leukorrhea, minimal blood remains. Cervix: epithelialized, iud threads appear; on (B)(6) 2015: external genitalia: normal speculum: minimal hematic remains in the vagina, coming from the cavity.. Heart rate - on (B)(6) 2015: 77 beats/min. Pathology test - on (B)(6) 2019: surgical pathology report clinical data: essures device carrier, cesarean section and removal. Laparoscopy: bilateral salpingectomy and removal of essures. Left uterine tube. Macroscopic description: 7 cm left uterine tube with the presence of level of the surgical margin of a swirled wire to the cut the device is removed with difficulty due to fibrosis around it. Macroscopic description right uterine tube 5 x 1.1 cm together with small device fragments separately. A longitudinal section of the tube and extraction a wire-type device is removed and significant fibrosis is observed at the level of the body of the tube. Diagnosis bilateral salpinguectomy in a patient with essures devices: - fallopian tubes, with slight chronic inflammatory infiltrate and presence of serous paratubaric cysts without other alterations relevant histological. - normally essures devices inserted in both tubs.. Polymerase chain reaction - on (B)(6) 2021: pcr negative; on (B)(6) 2021: negative pcr (suspected covid). Pregnancy test - on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2015: negative; on (B)(6) 2018: negative. Spinal x-ray - on (B)(6) 2015: rx-ray of cervical spine, patient has rectification of the physiological lordosis. Ultrasound scan - on (B)(6) 2014: "left essure with intramural portion visible. I did not identify intramural portion of right essure.; on (B)(6) 2014: control ultrasound: intramural portion of right essure is not identified.; on (B)(6) 2014: extra-cavitary left essure device, lodged in the uterine fundus to the left, probably in a subserious location.; on (B)(6) 2014: gynecological ultrasonography report anteverted uterus with normal insert lng-iud normally placed right essure device. Extra-cavitary left essure device, lodged in the uterine fundus to the left, probably in subserous location. Normal ovaries, without findings no free fluid seen in douglas; on (B)(6) 2014: hysterosalpinography: no evidence of passage of contrast into the abdominal cavity; on (B)(6) 2015: transvaginal: uterus in anteversion, mobile. No adnexal masses are palpable. Regular endometrium. Normal ovaries. No free liquid.; on (B)(6) 2018: transvaginal ultrasound: uterus in anteversion with regular endometrium of 5 mm; normal left ovary, right ovary with simple cystic image of 30 x 20 mm; in the free liquid.; on (B)(6) 2019: soft parts ultrasound findings no significant ultrasound findings in the right armpit; on (B)(6) 2019: gynecological ultrasound: 79x47 mm anteverted uterus, 6 mm endometrium, normal ovaries, no fluid in douglas; on (B)(6) 2020: transvaginal ultrasound: normal uterus and ovaries, 5 mm endometrium, no visible tubes, no free fluid in douglas.. Urine analysis - on (B)(6) 2017: leucocvte. :++++; nitrites:>++; proteins: signs; blood:+. X-ray - on (B)(6) 2018: cervical spine / shoulder findings: none relevant; on (B)(6) 2018: fragments in the minor pelvis compatible with essure // foreiqn bodies with metallic density in the minor pelvis compatible with essure.; on (B)(6) 2018: woman 46 years old. Preoperative. Requested examination: chest x-ray. Findings no significant radiological findings. Lot number: a90485, manufacture date: 2013-01, and expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('intense chronic abdominal pain'), vaginal haemorrhage ('recurrent vaginal bleeding'), device breakage ('fragments in the minor pelvis compatible with essure') and embedded device ('extra-cavitary left essure device, lodged in the uterine fundus to the left ,probably in subserous location') in a 41-year-old female patient who had essure (batch no. A90485) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, c-section (2 caesarea), abortion and smoker (20 cigs/day). Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), vaginal haemorrhage (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("extra-cavitary left essure device, lodged in the uterine fundus to the left ,probably in subserous location."), dysmenorrhoea ("recurrent dysmenorrhea") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (device was removed by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, device breakage, embedded device, device expulsion, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device expulsion, dysmenorrhoea, embedded device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood gases - on (B)(6) 2018: hb 15 gr/ dl. Htco 46%. Blood pressure measurement - on (B)(6) 2015: 150/99 mmhg. Blood prolactin - on (B)(6) 2021: 39. Raised for a long time.. Computerised tomogram - on (B)(6) 2018: central subligamentous hernia in the disc of l4-l5, which imprints the anterior face of the thecal sac. Small central protrusion in the l5-s1 disc without significant intracanalicular repercussion. Cytology - on (B)(6) 2015: diagnosis. Satisfactory for cytological evaluation. Negative for intraepithelial lesion or malignancy. Reason for study: routine. Microorganisms: cocobacilli. Changes in flora suggestive of vaginal infection. (Vaginosis); on (B)(6) 2017: urine cytology: extension in monollayer without evidence of malignant cells in the materia indicted. Discreet inflammatory component. Clinical data: hematuria.; on (B)(6) 2018: diagnosis: satisfactory for cytological evaluation negative for intraepithelial lesion or malignancy. Reason for the study. Routine screening. Microorganisms. Trichomonas vaginalis. Other non-neoplastic findings. Parainflammatorv reactive cellular chanqes (including repair); on (B)(6) 2018: negative for intraepithelial lesion or malignancy. Reason for the study: routine screening. Other non-neoplastic findings: inflammation; on (B)(6) 2019: cervical cytology: negative. Electrocardiogram - on (B)(6) 2018: patient who comes for EKG analysis and request for preoperative analytics. EKG tracing apparently normal.. Gynaecological examination - on (B)(6) 2014: exploration: external genitalia and vagina: no leukorrhea, minimal blood remains. Cervix: epithelialized, iud threads appear; on 06-oct-2015: external genitalia: normal speculum: minimal hematic remains in the vagina, coming from the cavity.. Heart rate - on (B)(6) 2015: 77 beats/min. Pathology test - on (B)(6) 2019: surgical pathology report clinical data: essures device carrier, cesarean section and removal. Laparoscopy: bilateral salpingectomy and removal of essures. Left uterine tube. Macroscopic description: 7 cm left uterine tube with the presence of level of the surgical margin of a swirled wire to the cut the device is removed with difficulty due to fibrosis around it. Macroscopic description right uterine tube 5 x 1.1 cm together with small device fragments separately. A longitudinal section of the tube and extraction a wire-type device is removed and significant fibrosis is observed at the level of the body of the tube. Diagnosis bilateral salpinguectomy in a patient with essures devices: - fallopian tubes, with slight chronic inflammatory infiltrate and presence of serous paratubaric cysts without other alterations relevant histological. - normally essures devices inserted in both tubs.. Polymerase chain reaction - on (B)(6) 2021: pcr negative; on (B)(6) 2021: negative pcr (suspected covid). Pregnancy test - on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2014: negative; on (B)(6) 2015: negative; on (B)(6) 2018: negative. Spinal x-ray - on (B)(6) 2015: rx-ray of cervical spine, patient has rectification of the physiological lordosis. Ultrasound scan - on (B)(6) 2014: "left essure with intramural portion visible. I did not identify intramural portion of right essure.; on (B)(6) 2014: control ultrasound: intramural portion of right essure is not identified.; on (B)(6) 2014: extra-cavitary left essure device, lodged in the uterine fundus to the left, probably in a subserious location.; on (B)(6) 2014: gynecological ultrasonography report anteverted uterus with normal insert lng-iud. Normally placed right essure device. Extra-cavitary left essure device, lodged in the uterine fundus to the left, probably in subserous location. Normal ovaries, without findings no free fluid seen in douglas; on (B)(6) 2014: hysterosalpinography: no evidence of passage of contrast into the abdominal cavity; on (B)(6) 2015: transvaginal: uterus in anteversion, mobile. No adnexal masses are palpable. Regular endometrium. Normal ovaries. No free liquid.; on (B)(6) 2018: transvaginal ultrasound: uterus in anteversion with regular endometrium of 5 mm; normal left ovary, right ovary with simple cystic image of 30 x 20 mm; in the free liquid.; on (B)(6) 2019: soft parts ultrasound findings no significant ultrasound findings in the right armpit; on (B)(6) 2019: gynecological ultrasound: 79x47 mm anteverted uterus, 6 mm endometrium, normal ovaries, no fluid in douglas; on (B)(6) 2020: transvaginal ultrasound: normal uterus and ovaries, 5 mm endometrium, no visible tubes, no free fluid in douglas.. Urine analysis - on (B)(6) 2017: leucocvte. :++++; nitrites:>++; proteins: signs; blood:+. X-ray - on (B)(6) 2018: cervical spine / shoulder findings: none relevant; on (B)(6) 2018: fragments in the minor pelvis compatible with essure // foreiqn bodies with metallic density in the minor pelvis compatible with essure.; on (B)(6) 2018: woman 46 years old. Preoperative. Requested examination: chest x-ray. Findings no significant radiological findings. Lot number: a90485. Manufacture date:2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of ptc. After internal review, the reported event extra-cavitary left essure device, lodged in the uterine fundus to the left ,probably in subserous location was updated and split for coding purposes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.